Event description:
Philips received a complaint on the heartstart xl indicating that the external paddles loose connection. No patient involvement at the time the issue was discovered. The reported issue was evaluated by customer, based on the information available, the cause of the reported problem was external paddles damaged, the reported problem was confirmed. The device was operational after repairing the external paddles. The investigation concludes that no further action is required at this time.